Event description:
It was reported that over-sensing noise causing pacing inhibition and a drop in pacing impedance were noted on the right atrial (ra) lead. An insulation breach was suspected. The ra lead was capped and replaced on (B)(6) 2023. There were no adverse health consequences, the patient was stable.